Manufacturer narrative:
The reported condition of over delivery was not confirmed or duplicated. An accuracy test was performed and values are within specification. The incorrect 510k number was provided in the initial MDR. The correct 510k number, k883577, has been provided. (B) (4)

Manufacturer narrative:
(B)(4). The device has been requested for evaluation. Should the device be received and an evaluation performed, a follow-up report will be filed.

Event description:
It was reported that during a da vinci s hysterectomy procedure, while dissecting tissue, the tip of the monopolar curved scissors (mcs) instrument broke off and fell into the patient's abdomen. The broken piece was retrieved and the planned procedure was completed with a replacement instrument of the same type. No patient harm, adverse outcome or injury was reported.

Event description:
A biomed technician called baxter technical service on 3/4/10. The technician reported an infusor pump that overinfused 60 ml extra out of 100 ml. During testing in biomed. A propofol smart label was on pump, dosage was 100kg, when cycle was finished, it was discovered that the pump had delivered an additional 60 ml of fluid. No additional information is available.